Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. During the 45-day follow-up, it was noted that the closure device appeared to have shifted and was sitting more proximal and no longer meeting position, anchor, size and seal (pass) criteria. There was no leak noted around the closure device and the appendage was still closed. No further intervention was needed at this time. There were no patient complications.